Event description:
The nurse reported the metal cannulas that fit into the hub of the trocar cannulas came out of the hub during surgery. There was no patient injury reported.

Manufacturer narrative:
The sample was received for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.